Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental report is needed for a correction to remove the off-label statement from the manufacturer's narrative.